Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was difficult to fire then when it did fire it only fired one side. The device was not fired over a hemoclip or anything hard. It is unknown how the case was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned in good condition, a cartridge was returned partially fired and it was noted to have a wedge band bypass as the left side was 1/5 fired and the right side was fully fired. The cartridge lockout was found normal. In addition, the cartridge deck and some drivers were found damaged. The damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. Additionally, a piece of metal was found on deck. The device was evaluated and no broken or misassembled parts were noted; the metal does not belong to the returned device. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape.